Manufacturer narrative:
Product event summary: analysis was able to confirm the customer comment that the lower case was broken but was unable to confirm that the liquid crystal display screen flickered and that the sensitivity was out of specification. Analysis did find the battery release contaminated, two side bail covers, the ring cover and the output connectors broken, the battery contacts compressed and the ring missing.

Event description:
It was reported that the external pulse generator had a broken bottom case and a flickering screen, as well as its sensitivity testing out of specification. The generator was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator had a broken bottom case and a flickering screen, as well as sensitivity testing out of specification. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.